Event description:
Additionally, healthcare professional reported capsular contracture, baker grade iii, and calcifications. Healthcare professional also reported "abdominal pain"; this is not device related.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell and red particles on the shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified one sharp broken edge on the posterior. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was one sharp broken edge on the posterior assessed as unidentified (tear) opening. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "textured implant." Additionally, healthcare professional reports "breast implants demonstrate internal capsular rupture¿. Healthcare professional additionally reports "abdominal pain". Device has been explanted.